Manufacturer narrative:
Qn# (B)(4). The reported complaint of "leak - balloon cuff" was confirmed based upon the investigation of the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Visual inspection of the returned sample did not reveal any abnormalities. Functional inspection identified that the tracheal cuff was unable to inflate. The sample was then tested for leak and a leak was observed from the hole in the tracheal balloon cuff. A review of the manufacturing process confirmed that all et tubes are 100% inspected for inflation and deflation during final inspection as part of the standard production process. Any such defects would be detected as out of specification. The nature of the damage suggests it was not caused by a manufacturing process. A device history record review was performed, and no relevant findings were identified. Additionally, the IFU states, "care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." Based on the investigation, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "on (B)(6) 2024, the doctor unpacked the package before surgery and found that the airbag was leaking. The issue was identified prior to use."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the doctor unpacked the package before surgery and found that the airbag was leaking. The issue was identified prior to use.".